Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo review: the provided photo shows a secondary label. Where the serial number should be identified, it instead contains part of the gtin number. The root cause is deemed to be manufacturing related. Labels with the incorrect data reference for the human readable serial number were released. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after the intraocular lens (iol) implant procedure, found the serial number was mislabeled. Additional information received stating that the error was, the front part of the gs1 code was printed instead of the serial number.